Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion in the proximal left anterior descending artery was predilted with a raptor balloon inflated to 8 atm's for 40 seconds and then again to 6 atm's for 30 seconds. The taxus express2 2.5x24mm drug eluting stent was advanced and deployed at the target lesion site. When the physician tried to remove the stent delivery system, the balloon was stuck to the strut of the stent. The physician removed the guidewire and the balloon was then removed with the wire. No patient complications occurred. Patient status is satisfactory.